Manufacturer narrative:
Per medical review - reportedly, single-piece collamer iol (25 d) was explanted/exchanged 3 weeks postoperatively for the same model lens but different power (19.5d) to address patient residual refractive error. No reported loss of bcva prior to the explantation. According to the report, dated on (B)(6) 2015 the cause of the event was procedure related factor (pre-op miscalculation) and was not device related in origin. The surgery was uneventful and patient was doing well. Based on the complaint history, work order search, and medical review, the cause of the event is procedure related factor (pre-op miscalculation). (B)(4).

Manufacturer narrative:
Method (process evaluation): device history record review. Results (evaluation result): based on the results of the DHR review, the available information given within this complaint, work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The surgery facility reported the cause of the event was due to an error in the pre-op measurements and was not related to the lens. The lens was not returned to perform a product evaluation. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens device evaluated by manufacturer? No. Lens not returned. Method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens, +25.0 diopter, in the patient's eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to a refractive surprise. A new incision was opened and the lens was cut to remove, with no patient injury and no sutures. Another same model but different diopter lens was implanted with no problem. The patient is doing well. The reporter stated the cause of the event was due to an error in the pre-op measurements and was not related to the lens.